Event description:
The st.jude rep reported that the lead showed a large decrease in the r-wave amplitude two months post-implant. The physician elected to cap the sense/pace portion of the lead and use a pre-existing ventricular sense/pace lead from a previous pacemaker implant.